Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone 10.4mg/ml for a total dose of 3.178mg/day and 80mcg/ml for a total dose of 24.448mcg/day via an implantable pump for non-malignant pain. It was reported the hcp alleged an empty pump. It was noted that the hcp was using the 8840 clinician programmer. It was stated that they heard their pump alarming. Logs could not be confirmed as the patient was unavailable. It was noted the patient missed their refill by 4 to 5 days. It was noted that the patient was due for a refill. It was noted that the therapy was not intentionally discontinued, but that the patient missed their refill. The following empty pump considerations were reviewed: why no priming was needed, dosing considerations, refilling and monitoring for volume discrepancy and efficacy, considerations for catheter and tubing patency/damage, option of interrogating the pump to confirm empty reservoir alarm, and option of aspirating the reservoir. No symptoms were reported. The event date was (B)(6) 2018 (patient missed refill 4 to 5 days ago). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient's weight was (B)(6) on (B)(6) 2018. No further complications were reported.